Event description:
It was reported that during patient transport the screen of the cs300 intra-aortic balloon pump (iabp) froze. It was additionally reported that pumping continued even though screen froze up; end user stated that there was no display until the iabp was restarted. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Corrected fields: b5, e2, e3 (occupation of initial reporter was not provided), g3, h10. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue. The stm troubleshoot the iabp by checking the log files and found no indication of any adverse event in the log files. The stm checked the monitor cables and connectors and found no loose or damaged connections. The stm then connected trainer and ran system for two hours without any error or freeze ups. The stm reported that a new inexperienced tech hit the display freeze button. All functional and safety tests were performed and passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and began troubleshooting system by checking log files, the stm was not able to find any indication of any adverse events in the log files. Further more, the stm checked monitor cables and connectors and no loose or damaged connections were found. Customer reported that no display until the system was restarted. The unit ran for 2 hours without any errors or freeze ups. The stm returned the iabp and cleared for clinical use.

Event description:
It was reported by customer at gateway health system that the screen of the cs300 intra-aortic balloon pump (iabp) froze while use on a patient. There was no harm or injury to the patient and no adverse event was reported.